Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s, "caller asking if powerloc max (product # 0142075) has a mechanism to prevent air embolism as patient. Presented today for treatment with needle in port and she had cut tubing herself at home on (B)(4) 2019. Caller states the tubing is not bent or clamped. Caller is unable to locate reference/product or lot number for port but believes that it is a bard powerport." Ms&s responded, "explained to caller there is no a mechanism in powerloc max (product # 0142075) to prevent air embolism when damaged in this manner. Informed that best course is to notify provider and check for air embolism." Additional information received from facility stated, "the device was not defective, the patient herself cut the tubing with a pair of scissors. The manufacturer had absolutely no fault in this scenario. We did not replace it because we didn¿t put it in ( the needle). As far as we know the patient is doing fine."